Event description:
The patient was in the or having a spinal procedure. The c-arm failed to operate appropriately during a procedure causing extended time under anesthesia, procedure time. Back up machine had to be requested resulting in further delay.